Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the staff member had wheezing, and difficulty breathing and had a history of asthama. As the customer confirmed that the operator did not require any treatment and returned to work as scheduled, per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the device has not been returned to olympus but was examined on-site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer staff operators were getting sick from the fumes from the endoscope reprocessor. No patients were affected; however, eight staff members were affected. An olympus field service tech came on site and sealed the area with silicone and the malfunctioning part was replaced. There have been no known spills or leaks of disinfectant solution. There have been water leaks from 3 machines. These machines are in a "clean" room which maintains positive pressure. There was no malfunction in maintaining the pressure. None of the acecide bottles were damaged. None of the environmental conditions were out of range. The staff did not report this occurring during changing of the chemicals. It happened more so when the machines were running. This complaint is regarding staff member who reportedly experienced wheezing and difficulty breathing. The staff member had a history of asthma and a rescue inhaler which was used at the time. The staff member was able to return to work the following day. There was no serious deterioration in their health. There was no evidence that a permanent disability or permanent damage that caused substantial disruption in the state of health of the person, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. The issue occurred during reprocessing.